Event description:
It was reported by service report that the bed exit zone 1 was not working, and the first led light would not illuminate. No patient involvement or adverse consequences were reported.

Manufacturer narrative:
Result: bed exit zone 1 was not working, and the first led light would not illuminate. Conclusion: the customer requested preventive maintenance on the unit and to report any other failures for the customer to repair at their discretion.